Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had been admitted to the hospital for lung blood clots. It was noted that the patient was implanted with a full spinal cord stimulation (scs) system on (B)(6) 2014. It was further reported that the patient passed away. It was further reported that the patient¿s death was due to pulmonary embolism and bradycardia. It was noted that the patient passed away on (B)(6) 2014. It was noted that the patient was not a candidate for ¿lytics¿ due to the recent implant of the spinal cord stimulator.